Manufacturer narrative:
No additional information has been received to date. D5 operator of device: patient/consumer. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that, while in use, the cassette caused the pump to start beeping and alarming with no message on the screen. The cassette was changed out for another one and the alarm stopped. The patient was able to successfully continue the infusion. No patient injury was reported. .

Manufacturer narrative:
Other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed.

Manufacturer narrative:
B5: customer response july 05, 2022. Additional information received: patient has confirmed that they do not have the defective product available for return. The event occurred while the device was in use with a patient. No clinical injuries were reported. The outcome of the event is: resolved. Further information unknown.